Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, the user reported the source of the 1cfu was likely to be airborne contamination of the agar plate. The device was sterilized and returned to service. There have been no reported adverse events since the device was returned to service. The following is included in the instructions for use (IFU): "reprocessing manual: precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
As part of a study, the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for micrococcus luteus. The scope was sent offsite for reprocessing and ethylene oxide (eo) sterilization. The scope was cultured. The instrument channel had tested positive for one (1) colony forming unit (cfu) of micrococcus luteus. No reported patient harm.

Event description:
Additional information was received the reporter. The scope that was cultured for one (1) colony forming unit (cfu) in one (1) location, was of a low concern organism that was typically related to airborne contamination of agar plates in testing labs. The fault analysis was that the source of the one (1) cfu was more likely to be airborne contamination of the agar plate than from sample collection of the endoscope. There were no reported adverse events or death related to the scope tested. The scope was reprocessed using the standard ethylene oxide (eto) sterilization process upon return from the testing lab and returned to service. There had been no reported adverse events since the device was returned to service.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.